Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer's reported issue and identified that delivered volume was affected. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator was powered on into normal ventilation mode, and immediately received the ¿low min vol¿ alarm. The alarm was visual as well as audible. The ventilator then failed all tidal volume test from ltv final test with lower readings than the passing specification. Internal inspection of the ventilator revealed a rolled flow valve gasket. Carefusion replaced the gasket to address the reported issue.

Event description:
It was reported to carefusion that the unit was getting "low min vol" alarms while on a patient. The unit was changed out right away and there was no patient harm or injury. The customer tested the unit and reported low vte and low ve.